Event description:
A clinical incident involving a multivac xl arthrowand was reported to arthrocare corporation. During a hip arthroscopy procedure, the electrodes detached from the tip of the wand in the surgical site. The electrodes remain in the patient's hip joints.

Manufacturer narrative:
The device was reported as returning for investigation. A follow up report will be provided after the device has been returned and completion of the investigation.